Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 417 mg/dl. The customer's other blood glucose was 566 mg/dl, 599 mg/dl. The customer did experienced the symptoms such as stomach pain, dry throat. The customer was treated by insulin pump. Troubleshooting was done for high blood glucose and under delivery. In hospital customer was treated by insulin drip. Insulin pump stopped working. The insulin pump will not be returned for analysis.